Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to the condition the sample was returned in. One 5 fr dual lumen powerpicc kit was returned for evaluation. An initial visual observation showed the kit was returned open. Within the open kit was a plastic zip-top bag containing two short lengths of what appears to be a light beige yarn or twine tied together with a knot. Because the kit was returned open, it was not possible to determine when and how the observed material came into contact with the kit. A lot history review (lhr) of redt3664 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fiber was found inside the kit where the scissors are located. Kit was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt3664 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fiber was found inside the kit where the scissors are located. Kit was not used on a patient.